Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer was not sure if the blood glucose level was impacted; however, had stated that "they felt fine". The customer alarm cleared and insulin delivery was resumed.